Manufacturer narrative:
The reported difficulty untightening the atrial setscrew of the pacemaker to disconnect the right atrial lead was confirmed. As received, the pacemaker was noted to have an atrial lead stuck in the connector block. The setscrew could not be untightened in the laboratory. Analysis identified epoxy in the connector block thread areas, which caused the setscrew to become locked in place in the connector block and prevented the disconnection of the lead. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During revision of the non-sjm atrial lead, the lead could not be disconnected from the header of the device. The atrial lead and device were explanted and replaced. The patient was stable and there were no adverse consequences.